Manufacturer narrative:
The device was received with the cannula assembly deployed. The soft cannula measured the correct full length according to specification. Inspection of the device found no damages or deficiencies that would result in the cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The exposed portion of the soft cannula was found to be flattened. A tear was found on the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged and bent, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.